Event description:
It was reported that the lens haptic tore during insertion. The lens was removed and replaced with a lens of the same diopter and type. Incision was enlarged for the removal of the lens and no sutures were required. The patient outcome is good, though there may have been more swelling than usual post-surgery.